Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. The procedure was completed with the same device without any clinically significant delay; no adverse event was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.